Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Prior to an arthroscopic shoulder surgical procedure, an alert for battery voltage at eol was noted. Review of the battery voltage trend showed a sudden drop from the end of (B)(6) 2011 to (B)(6), 2012. The device was explanted.

Manufacturer narrative:
The reported rapid battery depletion was verified in the laboratory. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent to the vendor for further analysis, and no anomalies were found that would cause the battery to deplete. The cause for the premature battery depletion could not conclusively be determined.